Event description:
Report rec'd of an overdelivery. At 0800, the pump was programmed to deliver 88ml of natrecor at a rate of 11ml/hr for a duration of 8 hours. After five hours, the pump alarmed for proximal air in line. The nurse went into the room to address the alarm condition. At this time, it was noted that the IV bag was "completely dry.". There were no reported adverse pt effects and no medical interventions were required. The pt was discharged after the infusion in good condition. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The pump history was printed at the user facility. The pump history indicates that in 2004 at 0759, line a was programmed in the ml/hr mode, to deliver at a rate of 11 ml/hr with a volume to be infused (vtbi) of 88ml for a duration of 8 hours and the delivery was started. At 1256, the pump alarmed for proximal air in line. At 1304, the alarm was silenced and the device was powered off.